Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip leaked through the stopper. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no.: 309653, batch no.: unknown. It was reported that lipids appear to be seeping through the stopper resulting in a concern that the product is not properly sealed. Verbatim: one of your syringes that appears to have lipids seeping through the stopper after drawing up in the syringe. I am concerned that the seal is not working properly in the syringe.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip leaked through the stopper. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no.: 309653 batch no.: unknown it was reported that lipids appear to be seeping through the stopper resulting in a concern that the product is not properly sealed. Verbatim: one of your syringes that appears to have lipids seeping through the stopper after drawing up in the syringe. I am concerned that the seal is not working properly in the syringe.

Manufacturer narrative:
Investigation: one (1) filled sample was received from the customer for investigation. The sample was visually examined using unaided vision. The liquid in the syringe is white in color and there is white liquid between the ribs of the plunger stopper. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. CAPA#55639 was initiated.